Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found multiple external insulation abrasions. An external insulation abrasion exposing the outer coil consistent with friction to the device can, located proximal to the cut end of the connector portion of the lead. Four external insulation abrasions exposing the outer coil consistent with friction to another device or feature of the heart, located between the distal tip to the cut end of the distal portion of the lead.